Event description:
The novaplus infant heel warmer packets (teal/white packaging) is "exploding" when activated. When squeezed to activate the contents, the seal on the packaging opens up and the contents spray across the area. One staff has made contact with her skin and caused some irritation. Defective item did not reach the baby. Temperature control.